Manufacturer narrative:
Device manufacture between june 14, 2018 to june 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the port. The leaks were discovered during unspecified process steps prior to use. There was no patient involvement. No additional information is available.